Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2014 with the following findings: a review of the pump¿s black box history showed that multiple unexplainable power reboots had occurred. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump. The battery cap height and width measurements were found to be within the required specifications. During testing, the pump powered on with audio tones and vibrations but the display was blank. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the display being blank. The pump was not able to complete a 24 duration exercise due to the blank display screen. The pump case was removed and the display screen was found to be cracked in multiple places. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted, but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.